Event description:
The clinician changed the patient's q-syte after a lab draw. Upon flushing the unit with a 10cc syringe, the q-syte broke in half and sprayed the patient with heparin.

Manufacturer narrative:
Results - a review of the device history record revealed no reject activity associated with this complaint. We received one used unit in two separate pieces for our investigation. The technician inspected the unit and identified that the welding bond was weak, which caused the unit to separate. Conclusions - a corrective action has been opened to create a more robust welding process that will be more consistent, eliminate weld flash, and produce a stronger weld.